Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer working as expected. The patient underwent an ipg replacement procedure and was doing great postoperatively. The explanted device will not be returned as it was kept by the medical facility.